Manufacturer narrative:
B3: date of event- estimated as the date of event is unknown. B5: describe event or problem- updated. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. E1: initial reporter title, initial reporter first name, initial reporter last name, initial reporter phone, initial reporter email - updated. E3: occupation- updated. H6: device codes- updated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation procedure to treat an atrial fibrillation, flushing of a farawave catheter was not possible due to blockage. Additionally, there were issues with the formation of the flower configuration. The procedure was completed with a new device. No patient complications were reported. It was further reported that the flushing issue was noted before the device was entered into the patient.

Event description:
It was reported that that during a pulmonary vein isolation procedure to treat an atrial fibrillation, flushing of a farawave catheter was not possible due to blockage. Additionally, there were issues with the formation of the flower configuration. The procedure was completed with a new device. No patient complications were reported.

Manufacturer narrative:
B3: date of event- estimated as the date of event is unknown. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.